Event description:
It was reported that on 04 october 2023, a 27mm navitor valve (B)(6) was chosen for implant using a flexnav delivery system (B)(6) for a transcatheter aortic valve implantation. The native aortic annulus had perimeter of 79 mm, area of 478 mm^2, and diameter of 29mm by 22mm. This case was an off-label procedure as the patient had a functional bicuspid aortic valve. The patient also had a horizontal aorta. There was sufficient calcium to allow anchoring of the device. A pre-dilatation was performed with a 22mm non-abbott balloon, and a bundle branch block was noted. The navitor valve was implanted at a depth of 3mm after being re-sheathed once. At the time of final deployment, there was a slight push on the delivery system. After deployment, the valve migrated upwards and did not block a coronary artery. The patient had a complete atrioventricular (av) block iii after the valve was implanted. There was no separation issue between the valve and the delivery system, and all three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. It was reported that there was no difficulty in deploying the valve during the procedure. The valve depth was 0mm on the left coronary side on the annulus and (-)6mm on the non-coronary side above the annulus. The valve was not snared. A new 27mm navitor valve (B)(6) was then implanted using a new flexnav delivery system (B)(6) at a depth of 3-4mm. The valve tilted proximally toward the aorta on release, but remained intra-annular with good valve function. There was no post implant gradient. Trace perivalvular leak was noted. It was reported that both valves were loaded according to the instructions for use (IFU) using the navitor loading system. The cause of the valve migration was unknown. A permanent pacemaker was implanted, and hospitalization was prolonged. The patient status was stable.

Manufacturer narrative:
An event of the valve migrating after implant, and atrioventricular (av) block iii was reported. Imaging was received from the field and captured the implant of a second valve for a valve in valve procedure. How and when the device migrated was not captured in any of the provided cine imaging to abbott for review and analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the available information, the root cause of the reported av block and migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. A valve in valve procedure was performed. Please note per the IFU, "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valveh6 health effect - clinical code: code 4582 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (19574068) was chosen for implant using a flexnav delivery system (8800297) for a transcatheter aortic valve implantation. The native aortic annulus had perimeter of 79 mm, area of 478 mm^2, and diameter of 29mm by 22mm. This case was an off-label procedure as the patient had a functional bicuspid aortic valve. The patient also had a horizontal aorta. There was sufficient calcium to allow anchoring of the device. A pre-dilatation was performed with a 22mm non-abbott balloon. The navitor valve was implanted at a depth of 3mm after being re-sheathed once. At the time of final deployment, there was a slight push on the delivery system. After deployment, the valve migrated upwards and did not block a coronary artery. There was no separation issue between the valve and the delivery system, and all three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. It was reported that there was no difficulty in deploying the valve during the procedure. The valve depth was 0mm on the left coronary side on the annulus and (-)6mm on the non-coronary side above the annulus. The valve was not snared. A new 27mm navitor valve (19918914) was then implanted using a new flexnav delivery system (9136912) at a depth of 3-4mm. The valve tilts proximally toward the aorta on release, but remained intra-annular with good valve function. There was no post implant gradient. Trace perivalvular leak was noted. It was reported that both valves were loaded according to the instructions for use (IFU) using the navitor loading system. The cause of the valve migration was unknown. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay in procedure. The patient status was stable.